Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3497 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, depression, dysmenorrhea, menometrorrhagia, uti, menses irregular, pelvic pain female, dysfunctional uterine bleeding, vaginitis, diabetes mellitus, hives, skin rash, vomiting, nausea, anxiety disorder, vaginal odour, bleeding intermenstrual, ovarian cyst, c-section, abortion, parity 1, gravida I, uterine anteflexion and fatigue. Previously administered products included: paragard. The patient had a family history of thyroid disorder. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3862 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery- no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimens: uterus, cervix, uterus, bilateral fallopian tubes (please identify essure coil), left ovary final diagnosis: uterus, cervix, left ovary and bilateral fallopian tubes, hysterectomy, left tube oophorectomy and bilateral salpingectomies: proliferative phase endometrium. Metallic coils consistent with essure coil present in cornu. Leiomyoma. Unremarkable cervix. Ovary with physiologic changes including multiple cystic follicles. Benign bilateral fallopian tubes. Gross description: there are bilateral fallopian tubes and a single ovary free-floating in the container. Grossly identifiable are metallic coils within the cornu. Opening shows a 3.4 x 2.0 cm endometrial cavity. Myometrium shows a focus of minimal hemorrhage. The first fallopian tube is 5.0 x 0.5 cm with fimbria. Cut surface is pinpoint. The second fallopian tube is 5.5 x 0.9 cm with fimbria. Cut surface is dilated up to 0.4 cm. Attached to the second fallopian tube is a 3.5 x2.7x 2.0 cm gray-purple, cystic, intact ovary. Cut surface shows a multiloculated cystic appearance with cysts up to 1.7 cm with clear serous fluid and a smooth wall lining quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: follow up mark significant due to imdrf-FDA code synchronization. Correction on event tab (field country where event occurred deleted). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, depression, dysmenorrhea, menometrorrhagia, uti, menses irregular, pelvic pain female, dysfunctional uterine bleeding, vaginitis, diabetes mellitus, hives, skin rash, vomiting, nausea, anxiety disorder, vaginal odour, bleeding intermenstrual, ovarian cyst, c-section, abortion, parity 1, gravida I, retroverted uterus and fatigue. Previously administered products included: paragard. The patient had a family history of thyroid disorder. On (B)(6), 2011, the patient had essure inserted. On (B)(6), 2021, 3862 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6), 2021: specimens: uterus, cervix, uterus, bilateral fallopian tubes (please identify essure coil), left ovary final diagnosis: uterus, cervix, left ovary and bilateral fallopian tubes, hysterectomy, left tube oophorectomy and bilateral salpingectomies: proliferative phase endometrium. Metallic coils consistent with essure coil present in cornu. Leiomyoma. Unremarkable cervix. Ovary with physiologic changes including multiple cystic follicles. Benign bilateral fallopian tubes. Gross description: there are bilateral fallopian tubes and a single ovary free-floating in the container. Grossly identifiable are metallic coils within the cornu. Opening shows a 3.4 x 2.0 cm endometrial cavity. Myometrium shows a focus of minimal hemorrhage. The first fallopian tube is 5.0 x 0.5 cm with fimbria. Cut surface is pinpoint. The second fallopian tube is 5.5 x 0.9 cm with fimbria. Cut surface is dilated up to 0.4 cm. Attached to the second fallopian tube is a 3.5 x2.7x 2.0 cm gray-purple, cystic, intact ovary. Cut surface shows a multiloculated cystic appearance with cysts up to 1.7 cm with clear serous fluid and a smooth wall lining quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: medical record received. Surgical pathology report updated. Medical history, reporter information added. Lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.